Event description:
It was reported that during use of the multi link 8 stent delivery system in a calcified lesion in the left main coronary artery, the stent could not be delivered and during the attempt to retract the stent delivery system, the stent implant came off the balloon in the left main. The stent implant was eventually snared and removed. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent delivery system was not returned for analysis limiting the scope of the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified left main coronary artery lesion contributed to the reported failure to advance. Additionally, an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent delivery system (sds) or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.the date of event has been estimated.